Manufacturer narrative:
Investigation is ongoing, pending device evaluation.

Event description:
As reported by our affiliates in (B)(4), a patient who had received a 23 mm sapien xt three years ago, required a valve in valve with a 23 mm sapien 3 valve by tf approach due to a re-stenosis of the valve. At the end of deployment, commander delivery system balloon burst but the valve was fully deployed with good result. The whole delivery system was withdrawn with no issues and no injury to the patient. As per medical opinion, the balloon burst due to native annulus calcification. The same occurred during the implant of the sapien xt valve.

Manufacturer narrative:
There was severe annular calcification. The delivery system was returned to edwards for evaluation after being used in the procedure. The delivery system was visually inspected. The delivery system was fully inserted through the loader cap, with a slight kink on the balloon shaft due to packaging. There was a radial and longitudinal balloon burst, but no missing balloon pieces. No other abnormalities were observed on the delivery system. No relevant functional testing was able to be performed due to the condition of the returned device. Dimensional inspection was performed on the relevant component features related to the reported complaint. Balloon single wall thickness measurements at different locations along the radial and longitudinal tear were taken with a digital blade micrometer. A single wall thickness deviating from the specification could have contributed to the balloon burst and could be indicative of an issue during manufacturing of the component. The measurements met the wall thickness specification. No IFU/training manual deficiencies were identified. During manufacturing, the inflation balloon is both visually inspected and tested several times throughout the process. These inspections during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. The complaint for balloon - burst was confirmed based on the condition of the returned device. No evidence of a manufacturing non-conformance was identified during investigational activities. Dimensional analysis of the balloon revealed that the balloon wall thickness was within specification. A detailed root cause analysis for similar balloon burst complaints in returned devices has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product or manufacturing defect contributed to this type of event, including factors for why deployment of balloons on thv delivery systems and balloon catheters are subject to increased risk of burst in a calcified annulus. Analysis of these types of ruptures indicates that they are typically caused by interaction with calcification on the native aortic valve and/or annulus. The technical summary contains further details related to root cause analysis on balloon bursts in a calcified aortic annulus. The complaint information states that, per medical opinion, balloon burst was caused by calcification of the native annulus and that the annulus was severely calcified. Thus, the root cause can be attributed to patient factors (annular calcification). No abnormalities were observed in the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus. As such, an engineering evaluation is not required. The complaint for balloon burst was confirmed, but no manufacturing non-conformities were found in the returned sample. Available information indicates that patient factors (annular calcification) may have contributed to the event. Since the occurrence rate does not exceed the may 2017 control limits for the trend category of ¿balloon burst,¿ no corrective or preventative action is required.